Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the details of the software problem message on the screen reads as follows: 1 - intellis, 2 - 3.0, 3 - 243, 4 - qf_port. The patient reported that the frequency of the software problem message on screen has increased since (B)(6) 2019 and now unable to charge ins as the error will be experienced. The recharger will not charge the implant but gives a error code. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was charging and the charging stopped. The controller showed error m40. After that the patient could not get the controller to do anything. The patient was told to remove the batteries and when he inserted them into the controller, the controller was working again. The next time the recharger worked fine and the patient was charging. No further complications were reported. No patient symptoms were reported. Additional information received from a manufacturer representative (rep). It was reported the patient could not remember the exact information seen on the screen. No further complications were reported. Additional information was received from the consumer. It was reported that the recharger was not working. Patient stated he would connect and it would say that it was charging but his implant was not charging. Patient mentioned he met with his local rep who told him to call patient services to get a replacement. Patient stated he left his controller charging his implant overnight and it stated that it was charging with excellent recharge quality for 8 hours but then the implant would not increment. Patient stated that the rep basically reset everything and it started working for a while. However now, the same issue. Patient added that his implant was dead right now. Patient stated this issue started about a month and a half ago and confirmed it started in october. Patient did not have access to his equipment and would call back when he had access to the equipment. No further complications were reported/anticipated.